Event description:
Customer states the black splotch covers more than 30% of the spirit pump screen. No adverse event was reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.